Manufacturer narrative:
Returned for evaluation was a pvak fiber. A visual inspection noted that the fiber had one fracture; it was located at 8.4cm from the distal tip. The fiber was connected to the tagwrite, it was noted the fiber was not fired showing zero uses. The customer's reported complaint description of fiber fractured was confirmed. Although the complaint is confirmed, a definitive root cause cannot be determined. A potential root cause could be handling damage. The most likely possibilities are a defect in the fiber, handling damage, or stress induced during coiling. A review of the incoming lot history records was performed for the reported packaging lots for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. Likely root cause is handling damage after leaving angiodynamics facility. Labeling review: the directions for use, which is supplied to the end user with the reported catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with an evlt laser fiber. After the patient was prepped, the laser fiber was opened and unwrapped when it was found to be dented. The procedure was completed with another same device. There was no reported of patient harm or adverse event by the end user. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.